Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during implantation of rayner intraocular lenses (iol). The event description provided states "I had to use both lenses for [patient name] as the implant became stuck in the injector when most of it was in the eye. The trailing root cause wedged in the injector tip and broke on attempted removal."

Manufacturer narrative:
(B)(4). The healthcare professional explanted the rayner iol due to damage observed upon implantation in the eye. The healthcare facility has confirmed that a back-up iol of the same model and power was implanted without further complication in the original planned surgery session. Rayner is liaising with the reporting healthcare facility to obtain additional info on the reported event. The request for further info includes, amongst other things, the lot number of the device associated with the event, a summary of the surgical procedure (e.g. Which instruments were used to handle the iol, if any problems were experienced) and further details of the corrective action taken by the healthcare facility. Any additional info received on this incident and the results of any investigation actions carried out by rayner will be provided in a follow-up report.